Event description:
The reporting facility described an event involving a pt. The event occurred while a (B)(4) - excel (B)(4) straight handpiece was in use resulting in a three hour surgical delay. The event occurred during a craniotomy for the treatment of a posterior brain tumor. The reporter stated, "the handpiece functioned at 50% which resulted in an increase in operating time". An alternate handpiece was not available as the reporting facility owns one (B)(4) handpiece. No pt injury occurred as a result of the event.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.